Manufacturer narrative:
It was reported that the damage was found before implantation, so there was no patient injury. This information deems this event no longer reportable. The product was discarded by the customer. Therefore, the lens was not available for investigation and the reported complaint could not be confirmed. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). An attempt has been made to obtain missing information ; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic was broken. It is unknown if there was patient contact. No additional information was provided to abbott medical optics.